Event description:
It was reported that the atrial lead has a known history of oversensing. There were many atrial high rate (ahr) episodes some with trending and others without trending. The lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 8042b implantable pulse generator 2007 (B)(6); 4011 implantable pacing lead 4194 implantable pacing lead 2007 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.